Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date:(B)(6) 2011, inratio: 3.7, reference: 2.7. Confirmatory lab testing was not conducted.